Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a high blood glucose event. Customer passed out. The blood glucose reading was over 400 mg/dl. Customer went to the hospital because of high blood pressure and blood glucose reading was 181 mg/dl. The current blood glucose reading is 400 mg/dl. Customer is sick to the stomach. Customer has contacted her physician. Nothing further reported.